Event description:
The following incident information was reported to mvi, inc via maude event report (foi) by us mail from the FDA (ref (B)(4)), no other incident information or pt identification was provided. This patient was enrolled in the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is (B) (6) female who presented with a left ruptured posterior communication artery aneurysm. The pt's aneurysm was coiled on (B) (6) 2013 and during the procedure, an aneurysm rupture occurred. There was difficulty inserting the coils into the aneurysm without the coils protruding into the carotid artery. Several angiographic series revealed a re-rupture of aneurysm which remains difficult to control. So coils were then removed to insert smaller and more flexible coils. Once the last coil was inserted the aneurysm could be protected. The emergency neurosurgical team had been called to install a ventricular drain. Controlling the hemorrhage required a left carotid occlusion lasting about 50 minutes. The last angiographic series showed good angiographic exclusion of the aneurysm and very small distal emboli in the left frontal area. There is also an acceleration of flow in the basal ganglia with early opacification of the deep veins. CT examination performed emergency immediately after surgery revealed a subarachnoid hemorrhage and massive infiltration of left caudate and lenticular nuclei. The aneurysm rupture was reported as serious adverse event which resulted in hospitalization and medical intervention in prevent further permanent impairment to body structure of body function.

Manufacturer narrative:
The second coil mention in this report, lot# 13852014 was manufactured on: 05/20/2013. Expiration: 05/20/2017. Please note, the lot number provided in the maude report is an error. The "8" in this number is incorrect and should be 13052014. Sample analysis: an evaluation of the actual complaint samples could not be performed as they remain within the patient. The user did not indicate the mvi coil(s) were the cause of the incident. The devices in complaint does not appear to be the cause of the incident. The root cause of this complaint cannot be determined. The device history was reviewed and did not reveal any abnormal discrepancies or non-conformances.